Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed outside the united states. Select patient information cannot be provided due to regional privacy regulations. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer experienced hyperglycemia and diabetic ketoacidosis. Blood glucose value was 416 mg/dl at the time of the event. High blood glucose was treated by overnight stay in hospital. Customer reported possible under delivery. Customer experienced symptoms like vomiting. Troubleshooting was performed. Customer was using pump within 48 hours prior to event and auto mode feature was inactive at the time of the event. No further patient complications were reported. The customer will discontinue the use of the insulin pump and will be returned for analysis. Mmt-332a-rsvr, unomed inf set.

Manufacturer narrative:
The pump passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test, and the dat at 0.0869 inches. Possible under delivery anomaly not confirmed. The following were noted during visual inspection: minor scratched display window, scratched display window cover, scratched case, cracked battery tube threads, cracked case at the battery tube side, scratched keypad overlay and pillowing keypad overlay. The test p-cap and reservoir does lock in place in the reservoir compartment. History download was successful using thump and carelink upload was successful. The pump did not have a battery installed when received. The pump was received without the original battery cap. Please see below for the boluses listed on the event date 03-sep-2023 in the pump history file. There were no unexpected pump error(s)/alarm(s) noted 1 week prior to the event date 03-sep-2023 in the pump history file. The pump passed the functional testing. Unable to confirm alleged dka/high bgs. Possible under delivery anomaly not confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.